Event description:
Literature was reviewed regarding a meta-analysis of 11 peer-reviewed studies regarding early clinical outcomes with transcatheter tricuspid prostheses. Multiple manufacturer¿s devices were referenced; medtronic devices referenced were intrepid and melody bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations that may have occurred in association with a valve included: bleeding and vascular complication requiring intervention, device migration or embolization, paravalvular leak, cardiac tamponade, and conversion to open surgery. Other clinical observations that may have occurred during use of a delivery catheter system included access-site vascular complications requiring intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sazzad et al. A systematic review of the design, method of implantation and early clinical outcomes of transcatheter tricuspid prostheses. Rev cardiovasc med. 2023 aug 11;24(8):231. Doi: 10.31083/j.rcm2408231. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.